Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic heart valve was implanted within a failed bioprosthetic aortic valved conduit located in an apical position. Following implant, an angiogram showed a moderate paravalvular leak (pvl). A second bioprosthetic heart valve was implanted in a position 4 millimeter (mm) lower, resulting in a mild pvl. There was no additional intervention or treatment. No subsequent adverse patient effects were reported.

Manufacturer narrative:
A device history record review was not conducted as there was no allegation or evidence of a device malfunction. It was reported that the first valve had a moderate paravalvular leak, which was potentially caused by the implant depth and was resolved by a second valve being implanted in a lower position. The residual mild paravalvular leak had a minimal impact on the patient and was deemed acceptable as the physician took no further action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.